Event description:
On (B)(6) 2022, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Compatibility for removing one leg of current 565 lead and replacing with a perc lead was reviewed. They are considering a lead revision because part of the current 565 lead is positioned off to the side such that they may place a perc lead in this area. The hcp mentioned there may also be scar tissue in this area as well. Caller said they may also add another ins to connect to a perc lead. On (B)(6) 2022, additional information was received from the manufacturer representative (rep) reporting that the cause of the 565 l ead being positioned off to the side as not determined. A revision surgery occurred to resolve the issue. It was reported that the issue was resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2022. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 14-aug-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.